Manufacturer narrative:
Additional information for b5: the patient passed away due to cardiac arrest. Prior to the fatal event, the patient experienced peritonitis (previously reported). The cause of the peritoneal infection was not reported. The peritoneal dialysis (pd) patient died in the hospital due to cardiac arrest while the patient was recovering from the peritonitis event. The cause of the cardiac arrest event was unknown. Pd therapy was ongoing at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, per week, intraperitoneal, ongoing) and ceftazidime injection (1gm, per day, intraperitoneal, ongoing) for peritonitis. Seven days after the event onset, treatment with ceftazidime injection was discontinued and the patient began treatment with amikacin injection (125mg, per day, ongoing, route was not reported) and meropenem injection (250mg, per bag, intraperitoneal, ongoing, frequency was not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Based on additional information received, the baxter disposable was determined not to be a factor in the reported death. Should additional relevant information become available, a supplemental report will be submitted.